Manufacturer narrative:
The technician found the bolt and nut missing from the latch. He replaced the bolt and nut to repair the stretcher.

Event description:
Info received indicates the siderail will not stay up.